Event description:
It was initially reported that the mayfield radiolucent skull clamp was affixed to the pt's head. The skull clamp slipped producing a laceration on the pt's forehead. Add'l clinical info was received from the customer on (B)(4) 2012 with the following: on (B)(6) 2012, a (B)(6) female pt underwent a left frontal temporal craniotomy for clipping of left internal carotid artery termination aneurysm. The pt's head was secured in the radiolucent mayfield skull clamp and bed attachment. The pt was positioned supine with a small roll under her left shoulder and her head slightly turned to the right side. The pt was not repositioned prior to the reported event. No stereotaxy device was used. Integra disposable skull pins (a1072) were used (lot number unk). The event was described as following scalp incision and during application of raney clips, the pt's head "slipped" and was no longer secure in the skull pins. The pt's head was immediately 'caught' and stabilized manually by the surgeon. Under the drapes, the skull pins were no longer engaged. It was repositioned by the resident and the skull clamp was reclamped and secured. The surgeon then verified pin position under the drapes and the surgery was resumed. The pt was noted to have a laceration (approx 1.5cm) above her right eyebrow, which was sutured at the end of the procedure when the drapes were removed. The small lacerations at the posterior pin sites were not sutured. The length of time the product was in use before the event occurred was approx 30-40 minutes. The pt was discharged home on (B)(6) 2012.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.